Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that the device was unable to recognize a battery was installed and inappropriately indicated ac power. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The monitor board was replaced as a precaution. The device passed the final test procedure, and was recertified. Analysis for reports of this type has not identified an increase in trend.